Manufacturer narrative:
Device history record in review. Consumer did not return unused product at the time this MDR was filed. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer reported a tampon came apart inside her upon removal.